Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11 one opened company handpiece injector was returned for evaluation for the report that the intraocular lens (iol) did not click into the injector and the plunger advanced and overrode the iol. A visual inspection of the injector was performed and was found to be conforming. A dimensional inspection for plunger position height was performed and was found to be conforming. A functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo attached to the parent complaint was reviewed by the investigation site. The image shows a company injector with a different lot number as reported. The reported issues could not be confirmed from the photo review. The returned sample was found to be conforming for all visual, functional and dimensional testing associated with the reported event; therefore, an injector that did not advance iol as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A surgeon reported that during cataract surgery with intraocular lens (iol) implantation, when the iol was loaded into injector it would not click into the injector, very difficult to sit in position, when the plunger advanced and overrode the iol. The cartridge was taken out and loaded into a new injector and plunger engaged iol as protocol. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.